Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their there was a hairline crack where the reservoir locks into the pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.